Event description:
The customer stated that he tested his blood glucose using his breeze2 meter and received a reading of 450 mg/dl. He retested using another meter and received a reading of 200 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.